Manufacturer narrative:
Date rec'd by MFR: 01aug2019. Additional information was received that the battery issue was discovered during preventative maintenance so there was no patient or user involvement. The customer troubleshot with technical support and determined that the battery required replacement. The customer reported that the battery was successfully replaced. The service history record for this ventilator shows that the faulty battery has reached its life expectancy (>5 years) so it is not expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported battery is not charging. It is unknown if the unit was in clinical use at the time the reported issue was discovered.